Event description:
It was reported that the patient was hospitalized a week ago for low blood pressure and then moved to patient rehab. Last night he was moved to a medical floor due to his hands reaching out, thrashing around in the bed and trying to get up, some of which was present before he was hospitalized. Prior to implant, his symptoms were primarily left-handed tremors and balance troubles. The patient also had a bladder infection and falls frequently, including a hard fall approximately two weeks ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension: product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension. Product ID 3387s-40, lot# v458446, serial# implanted: (B)(6) 2010, explanted: product type lead. Product ID 3387s-40, lot# v458446, serial# implanted: (B)(6) 2010, explanted: product type lead. (B)(4).